Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® 2 implant 3.75 x 13mm (xfos313) and unknown biomet screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris and a fracture on the threads on both implant and screw (screw inside implant). Device history record (DHR) review was completed for the subject lot number (2011080851). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. No complaint history review could be performed without relevant lot and item information unknown biomet screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reported on the per that the implant fractured and also reports a screw fracture.the doctor informs that the patient did not suffer any impact on his health and that the procedure was concluded with other implant.